Manufacturer narrative:
The serial number remains unknown. Therefore, a review of the manufacturing records could not be performed. The device remains implanted in the patient. Therefore, a device evaluation could not be performed. Imaging series have been requested, but were not disclosed to gore. Therefore, an imaging evaluation could not be performed. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
It was reported that on (B)(6) 2016, a patient presenting with juxtarenal abdominal aortic aneurysm and left common iliac aneurysm was treated with a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. On (B)(6), 2023, the patient presented to the emergency room with persistent pain. Computed angiography imaging showed a disconnection between the ipsilateral leg endoprosthesis and the iliac branch component. The patient was treated with relining of the ipsilateral leg endoprosthesis with iliac extender endoprostheses, landing in the left external iliac artery.

Manufacturer narrative:
H3-other and h6-code b20: the devices remain implanted in the patient. Therefore device evaluations could not be performed. H6-code b13: a request was sent o the physician to provided further information like serial number of the devices, date of implantation and the event, detailed description of the initial procedure, and anatomical conditions, and intra- and post-procedural imaging series. The answer is pending. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on an unknown date in 2016, a patient presenting with juxtarenal abdominal aortic aneurysm and left common iliac aneurysm was treated with a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. On an unknown subsequent date, the patient presented to the emergency room with persistent pain. Computed angiography imaging showed a disconnection between the ipsilateral leg endoprosthesis and the iliac branch component. On (B)(6) 2023, the patient was treated with relining of the ipsilateral leg endoprosthesis with iliac extender endoprostheses, landing in the left external iliac artery.